Event description:
A consumer reported that their thermometer had given an inaccurate reading. The device allegedly gave a reading that was two degrees higher than the patients' actual temperature. The patient went to their an urgent care facility believing that they required medical attention. There were no further complications and the patient is doing well now.